Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method and results: device evaluation and results: the device was returned in used condition and "white substance" on the shell is consistent with bone growth. Examination of the returned device with material analysis engineer indicated that this device is not a material issue but a question from the doctor about the bone growth in the shell. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who confirms of dislocated hip with provided x-rays but also states that shell does not appear loose . He deemed the information insufficient and rejected it for a medical review. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation concluded that the device was returned in used condition and white substance was visible on the shell surface which is consistent with bone growth. Material analysis engineer indicated that the device is not a material issue but a question from the doctor about the bone growth in the shell. The provided medical information was submitted to a consulting clinician who confirms of dislocated hip with provided x-rays but also states that shell does not appear loose . The root cause could not be determined because insufficient information was provided. If the additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Chronic hip dislocator, doctor wants to see amount of on growth on psl cup. Doctor wants testing done to see the amount of on growth that the psl cup had onto the implant device.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Chronic hip dislocator, doctor wants to see amount of on growth on psl cup. Doctor wants testing done to see the amount of on growth that the psl cup had onto the implant device.